Event description:
On (B)(6) 2025, the patient reported skin irritation in the form of blisters and red rash on skin while utilizing the electrode - adapter - flex along with electrode - pad - foam - vermed (B)(6). The patient did seek medical treatment and was prescribed medication. There is no report that the patient treated with over-the counter medication. The patient did take a break in service for 3 days. The patient did follow instructions for skin prep and did not report any skin sensitivity/allergy to adhesives/metals.

Manufacturer narrative:
On (B)(6) 2025, the patient reported skin irritation in the form of blisters and red rash while utilizing the electrode - adapter - flex along with electrode - pad - foam - vermed (B)(6). The patient did seek medical treatment and was prescribed medication. There is no report that the patient treated with over-the counter medication. The patient did take a break in service for 3 days. The patient did follow instructions for skin prep and did not report any skin sensitivity/allergy to adhesives/metals. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms: age extrême, as the patient is 2 years old. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.